Event description:
Enteralite infinity pump with golytely infusion showed full charge but was not attached to a power plug. Return to pump later to question if the pump was infusing. Pump showed rate screen and run icon was circling. The rn unhooked feed tubing and there was no fluid coming from end of tube. Pump was turned off and removed. A new infinity pump was place and confirmed that fluid was coming out. After further inspection of the pump, the volume delivered was 73 ml. The correct volume should have been approximately 130-135ml.this facility has had multiple problems with this device and has been in ongoing contact with the manufacturer. It is unknown why these problems are occurring. Patients experience a delay in nutritional therapy with these events.